Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, post-paced t-wave oversensing was observed on real time egm. Patient was asymptomatic. Programming changes were made. Patient¿s condition was stable.